Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) observed that the sample syringe was discolored and cleaned it. The fse checked and adjusted the main water pressure, the gear pump pressure, and the cuvette wash volume. A precision check and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable hba1c results for 2 patient samples on a cobas pure c 303 analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Sample 1 had an initial result of 8.92%. The repeat result was 5.98%. Sample 2 had an initial result of 7.68%. The repeat result was 5.79%.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.